Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (intermittent power) issue. There was no indication that the product caused or contributed to an adverse event. This issue is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 07-nov-2017 with the following findings: a review of the black box showed the data from the date of the complaint had been overwritten. No power on resets were found in the black box. No moisture/corrosion was found in the battery compartment. The battery compartment was cracked on the side from the threads to the cover. The battery cap was not returned. The test battery cap attached to the pump and powered it on successfully. The pump was run for 24 hours and no power on reset events occurred. The pump cover was removed to find no evidence of internal moisture or damage to the power circuit. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.